Event description:
Related manufacturer reference number: 2017865-2025-14692. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited episodes of over-sensed noise which resulted in pacing inhibition, and failure to capture or high capture thresholds, it was unknown which. The left ventricular (lv) lead exhibited high capture thresholds or failure to capture, it was unknown which. Fluoroscopy was performed and revealed a dislodgement of the rv and lv leads. The rv and lv leads were explanted and replaced. After explanting the rv lead, it was also noted that the lead was bent. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead dislodgement and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing was normal. S-curve was measured to be within specification.